Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator due to possible premature battery depletion. The device was reprogrammed to the patient's needs and was subsequently explanted and replaced. No patient complications have been reported as a result of this event.